Manufacturer narrative:
Based on the current information provided, the root cause of the patient's post-operative complication is unknown. If additional information is received, a follow-up MDR will be submitted. A site complaint history review was conducted on 05-jan-2022 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. An isi field service engineer (fse) conducted a system log review and the results were as follows: based on site review, three procedures were completed the week after the event with no complaints reported. An isi advanced failure analyst (afa) engineer conducted a log review and found the following: the instrument was used for approximately 22 minutes. No errors were found in the vs logs or e-100 logs. 3 engagement failures were found on the vse in the msc system logs. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. An isi medical safety officer (mso) conducted a medical review of the event information and noted the following: according to the information in the description of events, the patient experienced a post-operative bleeding event that led to the patient¿s death after undergoing a da vinci assisted abdominoperineal resection. Approximately one hour after the procedure, while in the post anesthesia care unit (pacu) the patient became hypotensive and unresponsive. Emergency procedures were initiated. Initially thought to a be a myocardial infarction, the patient underwent an emergent cardiac catheterization. However, the catheterization procedure did not reveal any cardiac pathology to explain the patient¿s hypotension. It was then discovered that the patient¿s blood level was low. The patient went back to the operating room for an exploratory laparotomy. Unfortunately, the patient did not survive. The patient¿s cause of death was likely due to acute blood loss anemia from the inferior mesenteric artery that led to hypoperfusion and subsequent cardiovascular collapse. This complaint is being reported due to the following conclusion: after undergoing a da vinci assisted abdominoperineal resection that was performed on (B)(6) 2021, the patient expired post-operatively that same day. While life-saving efforts were attempted, including CPR, cardiac catheterization, exploratory laparotomy, and blood transfusions, the patient expired. At this time, the root cause of the patient's post-operative delayed bleed from the inferior mesenteric artery (ima) resulting in cardiopulmonary failure is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
On 03-jan-2022, intuitive surgical, inc (isi) received FDA uf/importer report #(B)(4) with the following event description: "the patient was middle-aged with a history of obesity, hypertension, and rectal cancer diagnosed earlier this year. He underwent robotic-assisted abdominoperineal resection. Approximately 1 hour after surgery while in the post-anesthesia care unit he was noted to be unresponsive and pulseless. At that time CPR was initiated. Noted to be in pulseless electrical activity (pea) arrest. Return of spontaneous circulation (rosc) was obtained after two rounds of CPR. The team was concerned for an acute myocardial infarction. The patient was taken to the catheterization lab for intervention, and heparin and aspirin were administered for a presumptive coronary thrombus or pulmonary embolism. No evidence of acute blockage or coronary arteries was noted, and repeat hemoglobin measurement showed severe anemia and volume resuscitation with blood products and fluids was continued. An emergency exploratory laparotomy was performed, and 3 to 4 units of blood were noted in the abdomen which was then extensively packed to control the bleeding. However, despite control of the intraabdominal bleeding and transfusion of blood products, return of spontaneous circulation was not achieved. The injuries were deemed unsurvivable. The patient expired. Subsequent autopsy reveal a patient inferior mesenteric artery where sealant had been used intraoperatively." On 10-jan-2022, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site's risk manager: after a da vinci-assisted abdominoperineal resection surgical procedure that was performed on (B)(6) 2021, a (B)(6) male patient with a history of hypertension, obesity, and rectal cancer expired an hour post-operatively, on (B)(6) 2021. The site reported that the case was completed as planned with no system errors and no intraoperative complications. The da vinci-assisted procedure was completed robotically and it was reported that all instruments worked as expected and as intended.